Manufacturer narrative:
The insulin pump had an unresponsive down button due to corroded keypad traces. No button error alarm was noted during testing. No battery out limit alarm or failed battery test alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive and alarming battery out limit. Customer stated they did not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 115 mg/dl at time of reporting. Nothing further reported.